Manufacturer narrative:
UDI related data quality updates only correction to the initial MDR, no UDI was provided without an explanation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Multiple attempts were made to reporter to obtain product details; however the product details were unable to be obtained. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No:(B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia-right (idvt) ablation procedure with an unknown optrell mapping catheter. The patient suffered cardiac perforation requiring a pericardiocentesis. While in the right ventricular outflow tract (rvot) area of the heart, the medical team went up with the optrell catheter and began mapping, but were having difficulty navigating the catheter. They then removed it and went in with a smarttouch sf catheter. While doing some pace mapping for 5 minutes, the physician noticed that there was a pericardial effusion. The physician discovered and confirmed the effusion on intracardiac echocardiography (ice). The "the patient's blood pressure dropped and it was quickly managed with anesthesia." The patient was awake and reported feeling "woozy". The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. Following the pericardiocentesis, the idvt procedure was continued and completed. The patient was reported to be in stable condition and was discharged following the completion of the procedure. The physician reported that "when going into the rvot, an effusion sometimes happens given the tissue and thickness." They believed that they had exerted too much force in the area at one point. The event occurred during the mapping phase. Adverse event occurred prior to any ablation performed, therefore, the event is being reported under the mapping catheter. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.